Event description:
It was reported by the customer that during preventive maintenance the cardiosave hybrid intra aortic balloon pump (iabp) failed portions of all manifold tests. There was no patient involvement.

Manufacturer narrative:
Due to character limit: e1((event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field - g2. A getinge field service engineer (fse) confirmed the complaint and reported that the unit failed pim, fill manifold, and drive manifold tests. The fse replaced the pim (pneumatic interface module, rohs) due to blood contamination found in the drying line and safety disk and replaced the drive manifold (drive manifold assembly). Product passed all functional and safety tests per manufacturer specifications and was returned to service after a requested preventive maintenance was completed. The failure analysis and testing dept. Received part with a reported unit failure of a leaking drive manifold. The fat performed a visual inspection and found the part to be in good condition. The fat installed the manifold in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Part fails the drive manifold leak test with vacuum diff. Pressure at 56mmhg and pressure leak at -103mmhg. The most probable cause for the reported is component reliability.